Event description:
New information received notes that programming changes were made and bluetooth was restored. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.